Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarm from the insulin pump. The customer's blood glucose reading was 565 mg/dl. The customer treated for the high blood glucose readings with an injection. The customer stated that the past couple of days, she was getting the no delivery alert. The customer stated that she changed everything out and still received the no delivery alarm. The customer stated that she did the troubleshoot in the guide and it did not resolve her issue. The customer stated that the alarm was resolved by a complete set change. The customer stated that the alarm was not resolved by a complete set change.